Manufacturer narrative:
Section h10: (g3) report source: health professional. (H3) the revision reported was likely the result of improper positioning of the glenoid plate resulting in a compression screw protruding from the scapula and subsequent wear of the humeral liner against the screw, which led to prosthesis wear.

Manufacturer narrative:
Pending evaluation concomitant device(s): equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / sn# (B)(4)). Rs glenoid plate post aug, 8 deg, righ (cat# 320-15-04 / sn# (B)(4)). Equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00 / sn# (B)(4)). Glnd kwire (cat# 315-35-00 / sn# (B)(4)). Equinoxe reverse shoulder drill kit (cat# 321-20-00/ sn# (B)(4)). Equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / sn# (B)(4)). Eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(4)).

Event description:
As reported, a (B)(6) female patient was initially implanted with a tsa on (B)(6) 2018. On (B)(6) 2019 the patient was revised due to serious malposition of glenoid side components(baseplate). Mispositioning had caused pain in patient and severe early wear of poly liner. All components except for humeral stem removed from patient and a glenoid bone graph was placed. Patient will have shoulder device in approximately 6-8, ¿once the graft has taken¿.